Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that they experienced an infection and their entire breast was red. They received "four antibiotics" and the icm was explanted. No further patient complications have been reported as a result of this event.